Event description:
Information was rec'd that the enclosure of the device appears to have been damaged. The pt was allegedly using the device at the time of the reported incident. It is unknown if there was any pt harm. Available information does not suggest that an injury has occurred. Attempts to have the device returned for eval have been unsuccessful. The alleged failure has not been confirmed.